Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER) due dizziness over a three week period. The patient is pacer dependent and ER telemetry strips showed pacing followed by three seconds of asystole. An escape beat was observed followed by three more seconds of asystole. Isometrics and pocket manipulation were unable to reproduce any noise and impedance measurements were within normal limits. Boston scientific technical services (ts) discussed there may be oversensing due to there being pacing inhibition. There were no episodes stored in the logbook. The cause of the oversensing was unable to be determined after troubleshooting. The physician elected to replaced the device as it was nearing elective replacement indicator (eri). The lead was surgically abandoned during the procedure. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.